Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a month prior to contacting lfs. Prior to the start of the alleged meter issue, (date/time not known) the patient reportedly experienced a symptom of dizziness. At an unspecified date/time the patient reportedly obtained blood glucose readings of "162 and 180mg/dl" with the subject meter. The patient denied testing his blood glucose with another device after the alleged issue occurred. Three weeks prior to contacting lfs (at 8am) the patient reportedly administered food/drink as self-treatment. At the time of troubleshooting, the csr was unable to confirm the meter's unit of measurement setting. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis on (B)(4) 2013, with the following findings: the meter passed testing and was found to function properly; no faults were found. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 (05/07/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.